Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, the patient experienced light spreads sharply when looking at the light at night. Even after 5 months postoperatively, the patient continued to complain of the symptoms so that the iol exchange procedure was carried out. Additional information was received stating the patient symptoms resolved.

Manufacturer narrative:
The lens was returned in a plastic specimen cup, wrapped in wet surgical gauzes. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the toric (1.50cyl) 18.5 diopter, (1.5 extended depth of focus) lens was exchange for a non-company monofocal lens (19.0d). Due to the exchange of a toric extended depth of focus lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).